Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgeon manipulator (usm) was analyzed and found a reported problem of usm 1 disabled and recovered by power cycle. The failure was confirmed and replicated. Unit was tested on an in-house system in normal mode with error. Unit was also tested where fiber test failed clock spring, parallelogram, rolling loop. After troubleshooting, the issue returned. After a further investigation, log confirmed error #31226, #1126, #23065 and #25730 pointing a communication related issue. The complaint was confirmed based on the field evaluation and fa, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed the reported issue. The isi fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted isi technical service engineer (tse) and reported that the patient side cart (psc) universal surgical manipulator (usm) had been disabled and then was recovered by a system power cycle. The isi tse was unable to conduct a system event logs as onsite was not available. The isi csr attempted to view logs on the touch screen, however, logs did not populate in the event logs. The isi csr contacted isi tse again and further reported the issue and informed isi tse that an e-mail was sent with an image of the logs. The isi tse observed the logs and found a failure on usm 1. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with 3 arms and one of the arms was disabled.